Event description:
It was reported that an alarm 2 occurred, indicating a potential issue with an occlusion. The customer confirmed that blood glucose levels did not exceed 500 mg/dl, suggesting there was no adverse impact. The customer was instructed to disconnect tubing and attempt a troubleshooting process, but ultimately declined further steps.